Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels as well as low bg levels. Bg values not provided. The customer declined to provide additional information regarding the issues.